Event description:
The pt reported his dilaudid dose was increased 20% at the last refill. Two days later, the pt reported experiencing respiratory problems; being short of breath, and having difficulty walking or climbing stairs. The pt was taken to ER after collapsing, and had tingling in his fingers. The pt reported the tingling has resolved, but he felt like he was going to black-out. The pt reported having bowel problems and having a pushing feeling at his diaphragm. The pt reported receiving normal test results for lung x-rays, breathing test, and o2 concentrations." The pt reported 1.5 weeks after the refill, his physician removed the old medication, refilled with fresh medication and reduced the programmed dose by 20%, however, there was no change in pt's symptoms. The pt was referred back to his physician for identifying the cause of his symptoms. The pt reported his pain control is unchanged and he is receiving very good therapy from his pump. He has been exercising daily since december. Information has been requested from the pt's physician , regarding the pt reported events and a follow up report will be sent when new information is received.